Event description:
Customer reported that the insulin pump was returning no delivery alarms. Blood glucose level was 448 mg/dl at the time of the call. Customer reported having a blood glucose level above 400 mg/dl the night before the call. Customer stated that she administered a bolus, went to sleep, and woke up with a blood glucose level of 448 mg/dl. Review of the insulin pump's history showed that multiple no delivery alarms had been returned recently. Customer also reported seeing an air bubble in the tubing. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.